Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and failed. Pictures were taken. The receiver log was downloaded for review due to the receiver not turning on. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was returned and investigated on 3/10/2026. It was determined this complaint does not meet the criteria of a reportable event per corpft-140202.

Manufacturer narrative:
Cmpl (B)(4). Supplemental was submitted as reportable in error. Should have been a downgrade to nr. 3004753838-2025-265411 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.